Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, wall adapter, and a confirmed working outlet, and pump did not register connection or begin charging even after being left plugged in for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer switched from one tandem charging cable to another, which resolved issue and allowed pump to begin charging, and although technical support offered a replacement cable, customer declined and no further assistance was required.